Event description:
It was reported this biliary stent was pre-mounted onto another MFR's balloon catheter for a renal artery stent placement in a highly calcified lesion. During advancement of the stent and balloon to the intended implant site, the stent slipped off the balloon catheter into the pt, which resulted in inappropriate stent placement. A snare was advanced through the existing introducer sheath to successfully retrieve the stent. The same incident occurred with a second device. Another stent was then successfully placed. The pt's condition is good. The device has not been received for eval. Therefore, no failure analysis is available. This device was used in a non-indicated procedure, renal artery stent placement. The co's follow up revealed difficulty was encountered advancing the stent and balloon because of the highly calcific nature of the lesion. The co believes user technique and/or pt anatomy may have contributed to this event. However, the co is unable to determine the exact cause for this event. The co's directions for use state: "the nir biliary stent is indicated for use in the treatment of biliary structures produced by malignant neoplasms...the safety and effectiveness of this device for use in the vasculature has not been established."